Event description:
It was reported that during a prostate procedure, excessive fiberlife activity and diminished vaporization was observed at 37,077 joules. The procedure was completed with a second fiber. There was ¿no patient injury.¿ reported

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #349a; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char and detritus adhesion; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. Refers to forward firing of the side firing surgical fiber; a code request has been submitted.